Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated thatthe allegation against the device was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable.

Event description:
It was reported that this pacemaker had high outputs and declared elective replacement time (elective replacement time (ert). There was also difficulty getting impedance. This device was explanted. No additional adverse patient effects were reported.